Event description:
Additional information received indicated the ble on the ICD was reconnected. It was noted that the patient did not have the application on their phone. Once the application downloaded, the ICD was able to pair. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.